Event description:
Meter name: one touch basic original/one touch basic enchanced. Strip name: lifescan. Meter code: unknown. Strip code: 8. Strip storage: unknown. Symptoms: dizzy and lightheaded. A pt reported they passed out due to wrong readings. Their meter allegedly was inaccurately erratic and would only prompt insert strip. The results on their meter were 55, 90, and 39 (units). The result on the friend's prestige meter were 134, 229, and 201 (no units). The time difference between pt's meter and friend's meter was unknown. Home health nurse treated pt with glucotrol and orange juice. Pt passed out and banged the pt head. No further info has been reported.